Event description:
Rn was hanging a nitro drip and fluid was leaking from tubing. Upon inspection of the tubing, a slice was found. The packaging was intact and the tubing was not cut by staff.======================manufacturer response for primary i.v set, lifeshield (per site reporter).======================manufacturer provided rga# and shipping container for product return evaluation.